Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient's therapy has stopped due to a power on reset (por). The patient was trying to turn on their stimulation this morning because she was losing signal and woke up in pain this morning. The por was not related to an over discharge event. The por was informational. The patient was assisted with turning their therapy back on, and it adequate. No further complications were reported. No additional patient symptoms were reported.